Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges that when inserting the cannula to the skin surface, while pulling away the needle box, the cannula plate comes away with it leaving only the adhesive attached to the skin. Caller denies leaks or adverse reactions. Caller reported this is happening occasionally with a particular batch in use at present. No adverse event reported. Requested return of the alleged device for evaluation.